Event description:
It was reported that this implanted device recorded a code 1006 indicating that a high voltage condition was detected during charging. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. A revision procedure is expected to take place but has not been scheduled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implanted device recorded a code 1006 indicating that a high voltage condition was detected during charging. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. A revision procedure is expected to take place but has not been scheduled. This device remains in service. No adverse patient effects were reported. The field representative later obtained additional information from the physician for this case. The code 1006 had been observed during a device interrogation following a surgical resuscitation for a patient with multiorgan failure. The patient passed away ten days later as a result of the multiorgan failure, independently of the cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
The device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.